Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that whenever the customer was filling the reservoir they observed that an air bubbles were coming out from the reservoir and it was coming out of the o rings. Customer¿s blood glucose value was 130 mg/dl. Customer stated that it was hard to push up and down. Customer was unsure if leak was in past 1st or 2nd o ring. The customer was advised to check for the other source of leak and it was found in just o-ring. The device will return for the analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found reservoir no leakage and no air bubbles anomalies when removing the plunger, performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger.